Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for low blood glucose. The customer¿s blood glucose level was 36 mg/dl. Patient's current bg: 100 mg/dl and treated with emt. Customer was hospitalized. Customer was driving put 7u bolus and get blacked out. Customer wrecked car. Customer is manual blousing not using bolus wizard doesn't seem to understand diabetes states his mind was foggy and he didn't know to stop the car. Patient has been experiencing low blood glucose for once every few weeks. Customer states the drive support cap appears normal (slightly indented). Customer was wearing the pump at time of hospitalization. Customer was involved in vehicle accident while wearing the pump and customer was the driver at the time of accident. The insulin pump will not be returned for analysis.